Event description:
Litigation alleges pain, discomfort, difficulty ambulating, instability and implant loosening.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database and/or DHR review was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 3/21/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported debilitating pain, swelling, limited mobility, pain med use daily, and unable to complete activities of daily living. Medial records reported patient was revised (B)(6) 2012. MRI results reportedly showed a re-rupture of the gluteus minimus, sciatic notch irritation and gluteal pain. Radiographs reportedly showed osteolysis of the supra-acetabular zone b. Patient complained of grinding, discomfort, clicking of hip. Patient had a bursectomy and gluteal cuff repaired with deep suture removal prior to revision. Revision surgical report noted cottage cheese type debris and metal debris. Pathology results reported macrophages with brown/black pigment. There was no report of instability or loosening. Part/lot updated. The complaint was updated on: apr 11, 2016.

Manufacturer narrative:
Depuy synthes has been informed that the catalog number and lot number is not available. Conclusion and justification status for MDR: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.